Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event fifteen days after the event onset. Nine days after onset of the peritonitis the patient was treated with vancomycin 2gm everyday (route and duration not reported). On an unreported date the patient was treated with fortum 1 gm everyday (route and duration not reported) and heparin 0.5ml, three times a day (route and duration not reported). At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, dianeal therapy was discontinued and the pd catheter was removed. No additional information is available.